Event description:
An olympus sales representative reported on behalf of the customer, the needle on the single use aspiration needle was observed to be too long and was detected beyond the sheath. This was observed during an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Related patient identifiers: the following medwatches are related: (B)(6) (model number na-201sx-4021 - single use aspiration needle, lot number 26v 17) and (B)(6) (model number na-201sx-4021 - single use aspiration needle, lot number 26v 17). The subject device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A visual inspection on the as is received condition of the device was performed. The needle was observed to be protruded through sheath approximately 62mm from the distal end. There were no signs of any damages on the needle as the needle was still able to fully extend and retract. The handle portion has no indications of damage as there were no cracks or damages present as the stylus was intact. The stopper was not returned with the device. Although the stopper was not present, the lever was pushed to unlock the needle adjuster and the needle slider was pushed in the distal direction until where the stopper should be. It was confirmed that the needle was able to extend smoothly. The technician pushed the needle slider and verified the needle extended and the needle adjuster did not move indicating the needle adjuster lever was working properly as it was able to lock and unlock with no issues. The needle slider as well as the needle adjuster lever were pulled proximally until it clicked and technician pushed the lever to lock the needle adjuster. It was confirmed that the entire needle was retracted inside the sheath. The sheath adjuster knob was loosened by turning it counterclockwise, the connecting-slider was moved back and forth with no issues or restrictions. The technician tightened the knob and confirmed that the connecting-slider did not move indicating the sheath adjuster knob was functioning properly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained regarding this event.

Event description:
The intended procedure was a diagnostic endobronchial ultrasound for biopsy of mediastinal lymph nodes. The procedure was completed with a similar device. The device was not inspected before use. No additional treatment was needed.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that the needle was observed to be too long and was detected beyond the sheath; however; the treatment instrument can be removed from the endoscope by retracting the needle into the sheath. Therefore, the impact on patients and operators is limited to product replacement which is about several minutes. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.